Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on the lcd board was unlocked. No flattened dome switch noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 35 mg/dl. The customer take some glucose pills and a couple of snack bars. The customer was offered the low and high blood glucose troubleshoot but declined. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 35 mg/dl. The customer stated act button responds intermittently and sometimes has a delay response. The customer stated that he dropped pump on the hard floor today. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.